Event description:
Reported blood leakage from the centrifugal pump during a bypass procedure. As a result of the noted anomaly, the perfusionist switched to a roller-type pump without further complications. The pt condition was reported as "fine".